Event description:
As reported under the d.e.s. Cover study, the index procedure was elective with a clinical indication of unstable angina. An attempt was made to treat two lesions. The first lesion was the 1st obtuse marginal (vessel diameter 2.5 x lesion length 13). The lesion was a de novo of the native vessel that was bifurcated with 90% stenosis and timi iii grade flow. The lesion was prediated and two cypher 13mm x 2.50mm stents were deployed in an overlapping fashion. There was postdilatation of the second implanted cypher 13mm x 2.50mm stent. However, it was noted that angiographic success was not achieved, as the postprocedure diameter stenosis was 100% with a timi 0 grade, due to abrupt vessel closure. Exact subsequent treatment thereafter was not noted.